Manufacturer narrative:
The cause of the discordant false reactive and indeterminate result for toxoplasma igm is unknown. Siemens is investigating the issue.

Event description:
The customer has obtained a false reactive and indeterminate result on a patient sample for toxoplasma igm on an immulite 2000 xpi instrument when using reagent lot 218. The initial result on the sample was positive. The patient was redrawn and the new sample was run in duplicate and the results on both were indeterminate. The customer was expecting a non-reactive result based on toxoplasma igg test. The initial result was reported to the physician(s), but not questioned. The repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false reactive and indeterminate result for toxoplasma igm.

Manufacturer narrative:
The initial MDR 2432235-2017-00017 was filed on 1/4/2017. Additional information (1/6/2017): siemens headquarters support specialist (hsc) reviewed the data files provided by the customer. Based on the information provided it was noted that the customer used the toxoplasma igm reagent kit lot 218 (B)(6) 2016. However the specific data shows samples tested (B)(6) 2016. During this time period the customer tested 153 patient samples with non-reactive results and 4 samples with false reactive results for toxoplasma igm when using kit lot 218, on the immulite 2000 xpi instrument. This calculates to a negative agreement of 97.5%. The negative agreement in the immulite 2000 xpi toxoplasma igm instructions for use for 115 samples is 96.8%-100%. Based on this the negative agreement from the data provided by the customer the toxoplasma igm assay is meeting its IFU claim, and the assay is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00017 was filed on january 4, 2017. Follow up MDR 2432235-2017-00017_s1 was filed on january 10, 2017. Corrected information (5/22/2017): upon further review, it was noted that the follow up MDR filed on january 10, 2017 had the incorrect manufacturing site/address.